Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that the device emitted one beeping tone and another beep 30 seconds later. The device was interrogated and found to be at elective replacement indicator. The device was subsequently explanted due to normal elective replacement indicator (eri).